Manufacturer narrative:
(B)(4). Device evaluated by MFR : it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). Device has been disposed.

Event description:
It was reported that a stent fracture occurred. The target lesion was located in a coronary artery. A 3.50x38mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were fractured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.